Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricle (rv) lead had several episodes of non-sustained right ventricular oversensing. It was determined these were caused by noise being sensed on the rv lead. No intervention was reported. No patient consequences were reported as well.